Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is product tank defective. Associated malfunctions for this device: valve manifold leaking, tube cracked, filters missing.